Event description:
The urinary leg bag has a valve at the bottom of the bag to drain the urine from. The handle is hard to use and will only open and close about two times before it will break and then the user cannot close or open depending on which position the valve is in when the handle snaps.